Manufacturer narrative:
Device evaluation: one dialyzer from the reported lot was returned to the manufacturer for physical evaluation. During the gross visual examination of the returned sample, coagulated blood was observed between the threads of the header end cap and the dialyzer housing on the cavity ID end. There was no damage or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test where the physical integrity of the dialyzer remained intact; an external leak was not observed during testing in which the dialyzer was submerged in water and pressurized incrementally from 4.0 to 15.0 psi (possibly due to the coagulated blood). The dialyzer was then subjected to disassembly for further visual examination. Upon removal of the header end cap, a potted fiber fragment was identified to be potted beneath the silicone o-ring and located at approximately 180º with the dialysate ports at 0º (see attached photograph). The fiber fragment was viewed under magnification (30x) on the microscope and measured approximately 3 mm. The inferior surfaces of the pu were then visually examined on both ends for voids; no voids were observed. A lot history review was performed and there was one other complaint noted to be reported on the lot for an external blood leak. The additional complaint was from a different customer and no sample was received for the investigation. The production record was reviewed, there was one approved temporary dn and an ncr (documentation error) noted on the lot. They are unrelated to the reported complaint event. There was no other indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility register nurse (rn) manager reported that a dialyzer blood leak occurred half hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. Drops of blood was reported to be seen on the floor. Blood leak test strips were used and came back negative for presence of blood. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation.